Manufacturer narrative:
Additional information: b5, d3 (MFR name and address), g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a veterinary surgery (under anesthesia), the jaws of the device won't open the first time used, unless you manipulate the jaws themselves. The device was not applied to tissue at the time. The knife blade was not extended. It does not protrude beyond the edge of the jaws. Another handpiece was used with the same generator and it worked fine. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during surgery (under anesthesia), the jaws of the device won't open the first time used, unless you manipulate the jaws themselves. The device was not applied to tissue at the time. The knife blade was not extended. It does not protrude beyond the edge of the jaws. There was no patient injury.